Event description:
Abbott sent more free style libre 3 plus diabetic sensors and readers thus far all the dme devices from abbott have been either recalled or are defective and do not work at all, false reading causing medical emergency. Using the abbott libre 3 freestyle 3 both sensor and reader are defective giving false reading many too low as well as many too high products recalled but when they send me a replacement it too is defective and gives false readings. Abbott sends the same device as a replacement but it is the same that is on recall. Abbott told me not to file any complaints with FDA or hhs or va. Pt code: 4582. Device codes: 1420, 2588, 1535. Ref: mw5185924.